Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable low tpuc3 total protein urine/csf gen.3 result for one patient sample. The initial result was 111.0 mg/dl with a data flag. The automatic repeat result with a 1:3 dilution was 6.6 mg/dl. This result was reported outside the laboratory. The customer repeated the sample with a 1:10 dilution and the result was 734.9 mg/dl. The customer called the corrected result to the nurse. There was no adverse event. The reagent lot number was 22303901 with an expiration date of 31-may-2018. The field service representative determined there was weak vacuum on the analyzer. He cleaned the dirty vacuum lines and replaced the diaphragms. The customer ran calibrations, qc, and precision testing with results within specification and with no alarms.